Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise and oversensing which resulted in an inappropriate shock to the patient. The lead was suspected to have fractured. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.